Manufacturer narrative:
The customer's test strips were requested but not available for further investigation. The customer's meter was returned and tested with retention test strips and controls. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1 ¿ 45, 45, and 45 mg/dl, level 2 ¿ 308, 306, and 304 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Meter was disassembled and no contamination was observed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. The customer performed qc and had acceptable results. The customer did not believe the patient's meter glucose results due to the patient talking and the patient "felt fine." At 13:18, the patient's meter glucose results were 29 mg/dl and 29 mg/dl. The patient was provided an "amp of d50" due to the customer's protocol. At 13:32, the patient's laboratory glucose result was 230 mg/dl.